Event description:
It was reported that during routine follow up, high impedance was observed. The lead was found to be dislodged and was successfully repositioned. The patients condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.